Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device broke during surgery when the pins where inserted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed it had a fracture and the fractured piece is not returned. Device history records were reviewed and no discrepancies were found. Per the package insert, devices should be carefully inspected before each use and should not be used if damage or wear is noted that may compromise the function of the instrument. The package insert also states that breakage can occur when instruments are subject to high loads or impact. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.